Event description:
The customer reported not feeling well. The customer stated that she was trying to fill her reservoir. The customer sounded very confused and unresponsive. The paramedics were called. Minutes later the customer reacted and stated that her blood glucose was 40 mg/dl. The call was disconnected. Attempted to contact the customer and the paramedics answered the phone. They were evaluating the customer. A second attempt was done and the customer's blood glucose was 123 mg/dl at time of the call. The customer stated that she took two cortisone shots to treat her high glucose the night before. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.